Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Visual examination of the returned product identified that device tip lock slid easily causing the tip to shake when in operation. The tip was found to be bent/damaged during inspection. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Devices are used for treatment. The root cause is attributed to the tip lock thickness being at the low end of specification. A corrective action was previously initiated to address this issue. The event is confirmed.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that during the surgery, the tip lock slid easily. The tip came off from the hand piece unintended. No piece fell into the patient.